Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis, myocardial infarction, and death are listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, mildly tortuous left anterior descending artery that was 90% stenosed. The patient presented with an st-elevation myocardial infarction (stemi). A 3.0x33mm xience prime stent and a 3.5x15mm xience xpedition stent were implanted. Timi iii flow was achieved. After about 8-10 hours, the patient had a stemi again. Cardiopulmonary resuscitation was done but the patient died before returning to the cath lab. Per the physician, the death was possibly due to thrombosis, although an autopsy was not done. No additional information was provided.